Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and the issues relating to gel smearing and scratches on product were not observed. However, the issue relating to gel air bubble was observed. Additionally. Gel strings on the side of one retention tube was observed, based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of gel air bubbles and gel strings. This complaint is unable to be confirmed for the indicated failure modes of gel smearing and scratches on product. Bd was not able to identify an exact root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, 36 pieces had issues. 16 tubes had air bubbles in the gel, 3 tubes were scratched, and 17 tubes had smeared gel. There was no impact to patients or users.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, 36 pieces had issues. 16 tubes had air bubbles in the gel, 3 tubes were scratched, and 17 tubes had smeared gel. There was no impact to patients or users.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.